Event description:
The customer reported that during preventive maintenance testing the defibrillation energy was low. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that during preventive maintenance testing the defibrillation energy was low. There was no pt involvement. Philips evaluated the device, confirmed the malfunction, and resolved the malfunction by replacing the power pca.